Event description:
It was reported that the video system center experienced a malfunction with the signal interface and a blackout occurred during maintenance.

Manufacturer narrative:
This supplement was escalated to provide additional information received by customer and result of final investigation. Updated fields: b5, d8, h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: v-board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image display failure due to v-board failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a malfunction with the signal interface during service maintenance. There were no reports of patient involvement.